Event description:
The patient reported that compatibility guidelines were requested for the following: electrocautery. On friday the patient is having an internal port surgically placed near collarbone due to issue of her veins collapsing as a result of gastroparesis. The same physician that implanted her device will be performing the procedure as part of her overall care plan for her condition. Additional information received from the patient noted that there was no issue. The device was turned off because of other operation requiring electrocautery. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
Medical safety reviewed the event and determined that the symptoms were not related to the device or therapy. The issues were caused by the patient's underlying diagnosis and symptoms of gastroparesis. This would not be a reportable event. Updates made accordingly: no longer an intervention related to the device or therapy. (B)(4). Not reportable for serious injury.